Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through eval. This error message was caused by a failed motor. The motor assembly was replaced.